Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in the unipolar configuration. The patient was not pacemaker dependent. The lead would be monitored through intensified clinical follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.